Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoid resection, the stapler with reload was unable to fire during resection of sigmoid. The surgeon was able to press the green button but unable to squeeze the handle. New stapler and reload was used to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device with articulating medium/thick reload. Visual and functional evaluation of the reload found no abnormalities. A review of the device history record indicates the product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.